Manufacturer narrative:
The reported allegation has been reviewed, a complaint investigation of the returned device has been conducted, and no further action on this complaint is required at this time. Additionally, insulet corporation has a defined process for monitoring, identifying and escalating unfavorable complaint trends. Complaint data is a key performance indicator (kpi) reviewed as a part of, however not limited to complaint review and management review. The outcome of these reviews may warrant further action, investigation or escalation as procedurally defined.

Event description:
It was reported that while the controller was charging, there was a burning smell and the device was hot and melted. As a result, the controller's cable charger was melted as well.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.the device was received and was being investigated under CAPA-000045 h3 changed from no to yes type of investigation updated to b01, investigation findings changed to c1101, and investigation conclusion changed to d16.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to 01020000-000038809. Model no changed from pt-000408 to pt-000409. Catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from unavailable to k203768. Correction to h(4): device mfg date changed from unavailable to 6/16/2022.